Event description:
A customer's caregiver reported the time and date did not stay in their pxtra meter. The caller also stated that on (B)(6) 2010, the meter displayed "an unknown bg number", which could not be verified because of the date/time issue and the customer inadequately self-medicated, which resulted in a 4-day hospitalization. At the time of the medical incident, the customer reportedly experienced symptoms of hyperglycemia and also lost consciousness. The paramedics were called and transported customer to a local hospital due to high glucose over 880 mg/dl (the source of the reading is unknown), where she was diagnosed with hyperglycemia. The inpatient treatment is unknown. The customer reportedly self-treated with novolog and lantus to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.